Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot 100099350 was reviewed. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient. She was injected subcutaneously and supraperiosteally with a total of 1.5 ml of radiesse(+) into the chin and cheekbones for "projection", on (B)(6) 2018. Radiesse(+) was injected with 0.7 ml on the right side per 3 injection points, 0.6 ml on the left side per 2 injection points and 0.2 ml into the mental point per 1 injection point. The batch number was reported as 100099350 (expiry date 02/2019, part number 8063m11k1). The needle used for injection was reported as 27g. On (B)(6) 2018, the patient went to a regular review without any adverse effect and with a satisfactory result. The patient had other aesthetic treatments on 8 occasions in the past. The first one was on (B)(6)2014, when she was treated with a total of 1 vial of 1.5 ml of radiesse, into the cheekbones and cheeks, using cannula, without any adverse effect reported. The batch number was reported as 1036537 (expiry date 09/2014, part number 8071m5k1). The second one was on (B)(6) 2014, when she was treated with a total of 1 vial of 3 ml of radiesse, into the cheekbones and temple, using cannula, without any adverse effect reported. The batch number was reported as 100068428 (expiry date 07/2015, part number 8078m5k4). The third one was on (B)(6) 2015, when she was treated with a total of 2 vials of restylane vital of 1 ml, into the chin, cheeks and left marionette line, using cannula, without any adverse effect reported. The fourth one was on (B)(6) 2015, when she was treated with a total of 1 vial of belotero volume of 1 ml, into the chin and left marionette line, using cannula, without any adverse effect reported. The batch number was reported as 547028/3 (expiry date 02/2017). The fifth treatment was on (B)(6) 2015 (ambiguously reported as (B)(6) 2015), when she was treated with a total of 1 vial of belotero volume of 1 ml, into the chin and temple, using needle on the chin in supraperiostic deposit and cannula on the temple, without any adverse effect reported. The batch number was reported as 547031/1 (expiry date 03/2017). The sixth treatment was on (B)(6) 2016, when the patient was treated with a total of 1 vial of belotero volume of 1 ml, into the chin, using needle in supraperiostic deposit, without any adverse effect reported. The batch number was reported as 547032/3 (expiry date 03/2017). The seventh treatment was on (B)(6) 2016, when the patient was treated with a total of 1 vial of radiesse of 3 ml, into the cheekbones, mandibular angle and cheeks, using cannula, without any adverse effect reported. The batch number was reported as 100088423 (expiry date 03/2018, part number 8078m5k4). The eighth treatment was on (B)(6) 2017, when she was treated with a total of 1 vial of restylane lyft of 1 ml, into the chin, using needle and supraperiosteal deposit, without any adverse effect reported. The patient was a non-smoker and she had no allergies. Her past medical history included blepharoplasty. The patient's further medical history and concomitant medication was reported as none. On (B)(6) 2018, more than three months after the treatment with radiesse(+), the patient called the physician to report noticing the appearance of two white lumps on her lower gums, after her dental cleaning procedure three days before. The physician saw the patient for a review on the same day and noticed the two white, non-inflammatory nodules, that looked like an accumulation of the infiltrated material, which migrated from the implant area (central supraperiosteal chin zone) to the mucosa of the gums of the lower teeth. No systemic antibiotic was prescribed. The patient had no pain and no other inflammatory signs. The physician asked the patient's dentist to rule out other processes of dental nature and requested orthopantomography. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were of moderate intensity, not life-threatening, not considered to be permanent and related to radiesse(+).the reporter confirmed the patient was treated with radiesse(+) supraperiostally into the chin and cheekbones and subcutaneously into the cheekbones, on (B)(6) 2018. The physician also provided more details regarding the patient's previous aesthetic treatments, informing that 1.5 ml vial of radiesse used on (B)(6) 2014 was diluted with 0.3 ml of 2% lidocaine without vasoconstrictor and injected into the cheekbones and cheek area, and a total of 3 ml vial of radiesse injected into the temple and cheekbones on (B)(6) 2014, was diluted with 1 ml from the same lidocaine. The reporter confirmed that belotero volume lidocaine was used for prior treatments, and not belotero volume. The treatment date of the fifth treatment performed with belotero volume lidocaine® was confirmed as (B)(6) 2015 (initially ambiguously reported as (B)(6) 2015). In the past, the patient was also treated supraperiostally and subcutaneously with a total of 1 ml of perlane into the chin. The needle used for this treatment was reported as 25 g. Perlane was injected per 4 injection points, described as one point in the center with a volume of 0.4 ml, another one on the right side with a volume of 0.2 ml and two points on the left side, one of them with a volume of 0.3 ml and the other one of 0.1 ml. The patient did not remember the exact date or any other details about her blepharoplasty, but she reported it was performed more than 20 years ago. In 2018 orthopantomography was performed. On (B)(6) 2018, the patient was operated by odontologist for the extraction of the material that was extravasated to the gums and to clean the area. A sample was taken to be sent to the pathological anatomy lab. The physician did not attribute the adverse effect to causes related to any anatomic alteration that the patient had undergone, and neither to any of the treatments previously performed. As observed in the scan, the material that was implanted last time (radiesse(+) migrated and kept moving from the implant site towards the gums. In the opinion of the reporter, this happened due to the visco-elastic characteristics specific of this product which were different from the other materials used previously on the same area. On the other hand, the patient reported that, with the last infiltration, she obtained the best results since she obtained the desired projection. However, due to its extraordinary hardness, the reporter was of opinion that the material failed to withstand the continuous muscular activity of the mentalis muscle and since it had no ability to compress, it moved, dissecting the adjacent tissues until it appeared on the gingival mucosa. The physician considered this as an important fact and that it was to be taken into account when revising the indications of radiesse(+) to avoid similar events in the future. The patient was scheduled for the first medical examination on thursday (B)(6) 2018 and the removal of the stitches was scheduled for friday (B)(6) 2018. Due to the provided information, the outcome of the events was changed from not resolved to unknown. Follow-up information was received on 01-aug-2018: the case was upgraded to serious. The event giant cell reaction to a foreign body was added. Pathological anatomy lab results were provided showing irregular material of tissue with hardened keratosic aspect of 1 x 0.8 x 0.4 cm and total inclusion. Oral mucosa biopsy showed giant cell reaction to a foreign body (not birefringent). The physician confirmed the material was extracted on (B)(6) 2018, to prevent the permanent damage. The stitches were removed on (B)(6) 2018. As recommended by the responsible surgeon, not all the implanted material was removed to avoid an extensive curettage of the area. Periodical examinations were going to be performed to control the evolution of the rest of the implanted material. The physician assumed that due to the relieving the tension in this area, after the part of the infiltrated product was extravasated and removed, the rest was going to remain on the chin area, without any new migrations towards the gums. As reported, the patient was calm and already on holiday. Despite what happened, out of all products used to treat her receding chin, the patient liked radiesse(+) the most. Since there was still implanted material in the area, the physician noted the case was not going to be closed until 18 months had passed from the treatment with radiesse(+). The patient's evolution was going to be monitored, but the physician trusted everything was going to be normally reabsorbed, without any new migration. Due to the provided information, the outcome of the events was considered and updated to resolving. In the opinion of the reporter, it was not a life-threatening danger for the patient, but apart from the aesthetic inconvenience since the material was visible in the gums, it meant an infection risk. Taking everything into account, the physician suggested the protocol of infiltration in areas that withstand great muscular tension to be revised. Instead of performing only one supraperiosteal bolus with needle and with volume no greater than 0.2 ml, to perform 4 infiltrations with the same technique and localization, but using volumes not greater than 0.05 ml per bolus, to avoid the compression of a material as hard as radiesse(+).

Event description:
Follow-up information was received on 10-sep-2018. The reporting physician explained the meaning of initially reported "projection" stating she was referring to the technique of injection with needle, perpendicular on the skin surface and with the material deposited supraperiostally, to achieve, with small amount of product, a good elevation of the tissues located above the infiltration area. The reporter did not have a written report of the results of the orthopantomography pictures. The maxillofacial surgeon who performed the scan and the extraction of the material, only sent her the images. In their opinion, the images showed the radio-opaque material, compatible with radiesse(+), distributed in the infiltration area, migrating upwards and spreading towards both sides of deposit area. The physician also reported that the patient had a good summer and the physician did not receive any message indicating that the rest of the material infiltrated on the chin area, and that was not extracted, had migrated again towards oral mucosa. The physician thought that, after relieving the tension that the material was withstanding due to mentalis muscle action, the problem of excessive compression of a material not very deformable, that started the movement of the material towards adjacent areas, was now resolved. Due to information provided, the outcome of the events was considered as resolved in 2018.